Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant - estimated. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a coronary procedure, treating in-stent restenosis of a previously implanted unspecified xience stent in the saphenous vein graft to the first obtuse marginal artery. The graftmaster stent was implanted to treat the restenosis. The patient was discharged to home sometime after the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of stenosis is listed in the xience v everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.